Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and it was found that 3 electrical hi-pot issues were recorded for this needle's batch. The needle's electrical malfunction was confirmed as the needle failed investigative testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire.

Event description:
It was reported that a patient underwent renal cryoablation with icerod cx needles. The doctor performed hydrodissection and had good placement of all the needles. The first freezing cycle of 10 minutes was completed. When freezing was stopped to start passive thaw for 6:30 minutes, the patient had a strong muscle spasm. The anaesthesia team thought it was due to the patient needing more anaesthesia, but could not see it on the monitors. After the 6:30 minutes of passive thaw, they activated the I-thaw, and saw muscle spasm again immediately. With previous experience, they knew that it was probably the needle causing this. It was located to be a problem with an icerod in port number 1. The case was continued with the other needles on active thaw and this needle on passive [thaw] without problems. The second freezing cycle was started without problems and finished. When they switched off the freezing cycle to do passive thaw, they saw immediately strong muscle spasm on the one side of the patient, near the needles. This was when they realized that what was seen after the first freezing cycle was related to the needle and not the anesthesia. The spasm lasted 30-60 seconds of the passive cycle and then disappeared. Because it was not happing under active thaw, it was difficult to do anything about it. The procedure was ultimately completed with no injury to the patient.